Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported issue during inspection and testing. Upon evaluation of the returned device the following noncritical issue with the scope were found, flexibility adjustment ring scratched, grip scratched, forceps channel port scratched, right/left knob scratched, switch box scratched, scope connector cover scratched, distal end cover scratched, and adhesive on bending section rubber discolored. The device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope came out of repair and exhibited scope error e315 with all towers. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state · inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.